Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were unresponsive and sticky. It was reported that the insulin squirts during priming and no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a cracked battery tube threads. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump was received with a normal operating current. Insulin pump was monitored for several hours and no unexpected low battery alert noted. Also, no excessive no delivery alarm noted during the testing. Insulin pump primed properly. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. (B)(4).